Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that a revision surgery was performed due to a broken reflection liner. Per email communication, the requested surgical report and x-rays are not available. Therefore, due to insufficient information, a thorough clinical assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
(B)(4). It was reported that, a revision surgery was performed due to breakage of ref xlpe 32 0 deg 50-52 sz e. It is unknown if there was a delay. The procedure was completed with a sn backup device. No other complications were reported.